Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had recently completed several round of radiation for cancer and his ins no longer works as a result. The patient informed the rep that he was attempting to jump battery and would let rep know if he's able to get a charge. The patient stated he will contact the rep with the result. The patient is no longer in network with implanting physician and currently not seeing any other physician for pain management. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient has two ins (one on left, one on right) a physician recharge mode (prm) performed on both side. The rep was able to clear the power on reset (por) on the left battery ((B)(4)) and is now fully charged and stimulation is on. The battery on the right still needed to be charged (required more than one attempt) before the rep can clear the por message. The patient will be meeting with the rep on (B)(6)2018 if charge is successful to clear por. The patient stated his battery's overdischarged due to radiation from his cancer. The patient stated he should not be penalized for his dead batteries if they need to be replaced because he was told the radiation should not affect their batteries, and then it "zapped them dead anyway". When the patient was asked if they kept batteries charged during the process of cancer treatment he did not respond, but instead restated the above. No further information was reported. Additional information: it was reported successful prms on both batteries. The por's cleared and stimulation is on. The patient was informed again of the importance of keeping the batteries charged. No further information was reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's stimulators would no longer charge due to exposure to mris and radiation from their cancer treatments. They were now at a "zero" for the cancer, so they wanted to get off their pain medications and wanted their ins replaced so they could start using their therapy again. They didn't address the stimulators sooner because they were waiting for them to be through their cancer treatments. No further complications reported.

Event description:
Additional information received from the patient. It was reported that the patient was wondering if they could jumpstart their batteries over the phone. They repeated that both their implants were dead and wouldn't charge. A representative noted that they wouldn't be able to be jumped. The patient wanted to do everything they could because they were still in pain and wanted to be able to use their therapy. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.